Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was files: date: 2007: pt#1: inratio: >7.5, lab: 1.7, mean: na, confidence limits: cannot be determined. Pt#2: >7.5, lab: 1.3, mean: na, confidence limits: cannot be determined. Pt#3: >7.5, lab: 1.4, mean: n/a, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Products will be tested when returned.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: in 2007, pt#1, inratio: >7.5, lab: 1.7. Pt#2, >7.5, lab: 1.3. Pt#3, > 7.5, lab: 1.4.